Manufacturer narrative:
The pump passed the displacement test. However, the pump had a cracked case near the lcd window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches to the lcd window and a stained end cap sticker.

Event description:
It was reported that there was a crack around the battery compartment and the screen of the insulin pump. The customer was unaware of how the damage had occurred. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.